Event description:
It was reported that while using four (4) bd vacutainer® push button blood collection set, the customer noticed the non-patient needle not going back into the grey cover while inside the hub when changing tubes, causing blood to leak into the hub, on the tubes, and drops on the table. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using four (4) bd vacutainer® push button blood collection set, the customer noticed the non-patient needle not going back into the grey cover while inside the hub when changing tubes, causing blood to leak into the hub, on the tubes, and drops on the table. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-mar-2025. Investigation summary: bd received one photo and ten samples for investigation. The customer photo illustrates the device packaging but fails to display the reported defect. The ten returned samples underwent functional tests, each using ten tubes per needle, to assess the device's functionality. All samples passed the tests, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, 30 retained samples underwent similar functional tests using ten tubes per needle. All these samples also passed, showing no defects. Furthermore, the 30 retained samples were tested for retraction lockout functionality, and all samples passed, activating properly without any defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.